Event description:
Add'l info received from MFR 5/27/03: the device was not returned to MFR for evaluation/lab testing.

Event description:
Pt had an umbilical hernia repair that was repaired with a screen called a bard kugel hernia patch. The screen folded and curled up inside their body and started protruding and almost puncturing through the skin. Pt had to have a 2nd operation to remove this bard kugel patch, and a different type of screen was used. Pt feels the bard kugel patch is a defective product because of the way it performed. It did not lay flat as it was designed.